Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow button was intermittently unresponsive and required hard button presses to elicit a response. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive; the ok and down arrow buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.